Event description:
Pt with a preexisting condition of multiple sclerosis was implanted with a baclofen pump in (B)(6) 2012. Two weeks later, she returned to the hospital with a diagnosis of meningitis, bacterial infection; (B)(6), spinal fluid leakage, high fever and severe headaches. The pump was explanted in (B)(6) 2012 two weeks post implant. She is presently disabled and is in a rehabilitation facility.